Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and could not replicate or verify the customer reported complaint. There was no damage found on the black cautery conductor wire during the visual inspection as reported by the customer. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity test and the electrical cautery test. Additional findings: the instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.